Manufacturer narrative:
(B)(4). The insulin pump powered up with a blank display due to a crack at the bottom of the plastic which houses the battery compartment. The metallic battery sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. Unable to perform the displacement test due to the poor connection. The insulin pump was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the retainer ring and battery compartment was cracked. The reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.